Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported there surgeon said they were 5-7mm inaccurate. The issue was noticed even after system re-boots and re-acquisition. During troubleshooting the trackers were checked for plate fixation, and the plates were correctly fixed on both sides. The geocal files were checked and there was no difference seen compared to the previous calibration. The 3d scan with spine lumbar phantom performed on both sides, the navigation was fully accurate on both sides, the navigation was fully accurate on both sides. The spine clamp was clamped on the edge of the spinal process which could have made the reference frame to be unstable. There was a reported delay of more than 1 hour, and no reported impact to patient outcome. Medtronic received information that the site completed the procedure by compensating for the imprecision. The surgeon completed the procedure with the use of the navigation system.